Manufacturer narrative:
Concomitant medical product: model 3662 scs ipg, model 3186 scs lead (2), model 1192 lead anchor therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Reports# 3006705815-2019-01199, 3006705815-2019-01200, 1627487-2019-04049, 1627487-2019-04050. It was reported that the patient¿s scs system was explanted due to infection at ipg and lead site. Patient is referred to infectious disease for further follow up.